Event description:
It was reported that when the device was connected to the generator and placed in the pocket, the lead did not stimulate. The physician decided to change out the generator and leave the lead implanted. After 24 hours, the lead stopped simulating.